Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump received with operating currents within specifications. No failed battery test noted. The insulin pump passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, unable to prime insulin pump during prime test due to faulty force sensor resistor. The insulin pump received with minor scratches on case, cracked case at display window corners, cracked belt clip slot and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received failed battery test alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the battery compartment was corroded. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.